Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 480 (mg/dl) and trace ketones since (B)(6) 2016. Customer administered correction boluses and insulin injections to treat bg levels. Reportedly, contact believed that elevated bg levels could be due to eating at a lot of restaurants. Contact indicated that customer's health care provider has been contacted who recommended that the customer revert to insulin injections.